Manufacturer narrative:
The device history record was reviewed and met all material specifications with no deviation identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 monster screw system. The hx06 cannulated driver broke off during screw insertion. A hx06 solid driver was then used as a replacement however, it also broke during screw insertion. This report addresses the hx06 solid driver.